Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? As instructed through in-service. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Did the glass penetrate the users skin? No. What was done to treat the shard penetration? Did not penetrate skin- felt the sharpness. Was medical or surgical intervention required? No. Was the product sterilized or subjected to any other processes before application? No. Where on the bulb did the doctor squeeze? Scrub nurse squeezed ¿in the middle. How much pressure was applied to the bulb? Enough to break it. Are any pictures available? Sent.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2016 and topical skin adhesive was used. During the closure of the incision, when the first assist went to crack the vial, the glass ampule cracked through the plastic tube. Another topical skin adhesive was used. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The actual sample was not returned for evaluation. Reviewed by photo. We cannot make a determination that condition is manufacturing related, based on what can be seen in this photo. During photo evaluation, presence of tube overwrap (clear label) cannot be determined to be assembly related. Additional, the ampoule is observed cracked , but is impossible to define by photo if the glass shard penetration protruded the applicator bulb.